Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.

Event description:
Telephone follow-up was made with the pt at the 3-year interval. The pt was advised of a hospitalization for a myocardial infarction in 2007. The relationship to the device was not available. As reported by the typhoon study, this is a pt who has enrolled in the study in 2004 and was randomized to bare metal arm of the study. His medical history included previous cerebrovascular accident/transient ischemic attack, family history of coronary artery disease and current smoker. Intra-procedure medications included clopidogrel, aspirin, beta-blockers and heparin. Pci was performed on a lesion in the mid lad of 20mm in length in a 4.0mm vessel diameter. The (b2) eccentric lesion was characterized with an irregular contour. The lesion was pre-dilated with a 2.0x20mm balloon at 12 atm before a 4.0x23m bx sonic stent was deployed at 10atm with satisfying results. Timi I and ii flows were recorded pre and post-procedure, respectively. Post-dilatation was done with a 4.5x 20mm balloon at 21 atm because the stent was not fully expanded. Post-procedure cardiac enzymes were as follows: ck 14, ck-mb 15 and troponin 78. Post-procedure medications included clopidogrel, aspirin, beta-blockers, statins and ace inhibitors.